Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 555 mg/dl. Customer also experienced blood glucose level of 55 mg/dl. Customer also stated that the insulin pump had no delivery alarm. Customer was reporting a past event. Customer reported that the alarm did not occur during manual prime. Customer stated that the event was resolved by changing complete set. The insulin pump will not be returned for analysis.